Manufacturer narrative:
The excor arterial cannula (lot no. 00145711) was used on the patient from (B)(6) 2025 to date. The damaged portion of the cannula was trimmed off on (B)(6) 2026. The event occurred on (B)(6) 2026, which is (325 days) after the cannula was placed on the patient. The patient is being supported in an off-label configuration, with excor cannulas and connecting/extension sets to a continuous flow device. The affected cannula section is not returned to berlin heart for investigation, as the affected cannula section was already discarded. Therefore, neither the failure nor the cause of the failure in question could be determined. We have reviewed the device history record (DHR) of the cannula lot no. 00145711. This product was produced according to our specifications. According to the production records, a total of five cannulas with this lot no. Were produced. All the five cannulas with this lot no. Were distributed in the USA and used on patients. There are no other complaints associated with this lot number.

Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) via email on (B)(6) 2026 to report that the outflow excor arterial cannula presented with a partial tear. Per the site contact, the perfusionist was inspecting the cannulas and the partial tear in the cannula was noticed. No blood was noted to be leaking from the partial tear. Of note, this patient is on continuous flow, as of (B)(6) 2026, utilizing a excor connecting set ø 6/9 mm on the outflow cannula and a 9/9 mm on the inflow cannula. Per the site, the patient is placed in the prone position as well as upright in a chair on a regular basis for physical therapy. In the picture provided by the site, the cable tie is positioned appropriately. It is important to note that this site does not use the cable ties supplied from the manufacturer, and has been re-educated multiple times on the recommendations, while continuing to use an alternative product. Prior to notifying bhi ca, the site removed the portion below the partial tear and pushed the cannula onto the 6/9 connecting set. Per the site, there is not much distance from the velour to the end of the cannula but are unable to measure at this time due to the occlusive dressing in place. The cannula portion cut off was disposed of prior to notifying bhi. The patient remained hemodynamically stable throughout the event and did not experience any untoward effects.